Event description:
It was reported that the patient had an infection and underwent a revision procedure where the implantable pulse generator ipg was replaced. It was reported that the physician does not think that the infection is due to the device. During the procedure, it was reported that the first to fifth electrodes of port b, to which no leads were connected, showed a high impedance. The physician reported that since the port was implanted in the body when the port plug was forgotten to be inserted, blood and body fluids entered through port b.